Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger of the compact air drive did not move smoothly. It was further observed that the device¿s locking mechanism was stiff/stuck and the device would not run. It was further determined that the device failed pretest for checking reverse locking mechanism with oscillating saw attachment and checking forward and reverse mode function. It was noted in the service order that the device did not work. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger of the compact air drive did not move smoothly. It was further observed that the device¿s locking mechanism was stiff/stuck and the device would not run. It was further determined that the device failed pretest for checking reverse locking mechanism with oscillating saw attachment and checking forward and reverse mode function. It was noted in the service order that the device did not work. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the moving parts of the trigger not moving smoothly identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).